Manufacturer narrative:
(B)(4): eval method: work order search. Results: visual inspection of the returned lens showed a piece of a haptic was torn off and missing and there was a clear surgical residue on the lens. A work order search was performed and there was no similar complaints found. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and product eval, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated that the micl12.5 implantable collamer lens tore as it was inserted into the eye. The lens was removed without any pt injury.